Manufacturer narrative:
(B)(4). As the reportable event was recognized when the subject device was received, the date the device was returned to the manufacturer was considered the date the event was recognized by the manufacturer. The microcatheter was returned for evaluation. The distal segment of the catheter tip was found torn and the segment proximal to the torn end of the tip was found bent. Helical cracks, one of characteristics of tensile rupture, were found proximal to the torn end of the tip. The tip polymer on the torn end was found stretched distally. Measurement of the returned device showed that the tip was torn apart at approximately 2mm from the distal end of the tip. The torn distal tip segment was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with catheter removal had contributed to the reported tip separation. The applied stress would exceed the product's design limit when the catheter tip was being caught by calcific and tortuous anatomy. Although there were no adverse patient effects, potentiality that some fragment(s) might be left in the patient could not be completely rule out as the torn tip segment was not returned to the manufacturer. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear; and, [malfunctions and adverse effects] separation.

Event description:
It was reported that a percutaneous peripheral intervention was performed to treat a severely calcified 90-99% occlusion. When an asahi caravel microcatheter was used with an asahi guide wire, the tip of the microcatheter was damaged by the calcified lesion. No additional intervention was taken. The procedure was continued with a new unit of caravel microcatheter. The procedure was completed with reestablished blood flow. There were no adverse patient effects associated with this tip damage and the patient was fine without problem after the procedure.